Event description:
A us distributor reported that an electrode belt does not communicate with a monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the trunk cable was not fully connected to j502 connector. The root cause for the damaged connector was unable to be positively identified. There were no adverse events associated with the damaged belt.